Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection of the returned lamitrode lead revealed a kink on the lead body where all internal wires were broken.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients lead had high impedances resulting in ineffective therapy. Surgical intervention was undertaken on (B)(6) 2025 where the entire system was explanted and replaced. Therapy was restored post-op.